Event description:
The clinic reported that a laser vision correction patient presented with sterile fiber trapped in right eye at nasal flap edge one day post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient didn't notice any discomfort. Account reported that fiber was removed with forcep and spear.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.